Event description:
The facility reports that during the discontinuation of a catheter it "broke" when it was removed. A cut down was performed to remove the catheter remnant. It was noted the insertion of the catheter was "easy".